Manufacturer narrative:
Device is a combination product. If implanted, give date: 2006. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported post a stenting treatment procedure in-stent restenosis occurred. In 2006, the unspecified target lesion was located in the left anterior descending artery. The target lesion was treated with a taxus express 2 stent. In (B)(6) 2013, the patient presented with unstable angina and restenosis was found on the previously implanted taxus express 2 stent. Another stent was implanted for treatment. No complications were reported and patient's status is stable.